Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The ventricular lead was not returned. (B)(4).

Event description:
It was reported that the right ventricular lead exhibited high capture threshold. The lead was explanted and replaced.